Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the was patient said they are getting a "call your doctor message" on the programmer and asked if that meant the ins was dead. Patient did not know the code. Patient lost one of the batteries for the programmer and was not able to use programmer during the call. Patient has an appointment with the healthcare provider (hcp) in march. Reviewed patient call back if they have the code to confirm meaning. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported. Additional information was received from the patient. The patient stated that they will have the device replaced on (B)(6) 2021. No further complications were reported.